Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected hardware low-level failures alarms noted during testing however, hardware low-level failures 3 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failure during basal. The customer's blood glucose values was 193 mg/dl at the time of incident. The customer reported that they assisted troubleshooting for pump error. The customer was reported that they able to clear the alarm and reported that pump error occurred during self-test. The customer was reported that the insulin pump passed displacement test. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.